Event description:
Medtronic received information that this biopump exhibited a leak at the base of the device. This observation was made approximately 1 hour into the ECMO case. Four hours following the initial observation, the decision was made to change out the entire circuit. There were no adverse effects to the patient.

Manufacturer narrative:
Device history reviewed. Results: device history review found the product met specifications when released for distribution. Analysis: reason for return was confirmed. Visual inspections shows a small crack at the bottom of the backplate. This crack was significant enough to cause the bio pump to leak fluid at <3 psi. The damage observed is consistent with a small amount of uncured uv. Review of the device history record shows that the product lot met manufacturing specifications when released for distribution. To date, there have been no similar reported device failures, suggesting this case to be an isolated occurrence. Manufacturing has been notified of the event. Conclusion: reduced performance of the device occured and is related to the event. The evidence suggests this case to be an isolated occurence. The product was changed out, with no reported adverse patient effects.